Event description:
Reported by patient as: "I was told I have a leak to my lap-band. It will not hold fluid. I also have reflux, and I have not seen my surgeon in years." The patient would not allow allergan to contact with the patient's surgeon.

Manufacturer narrative:
Taper ii, the product associated with this report has not been explanted at this time and therefore we can not provide a lab analysis. Based upon the implant date provided by the reporter, the connector type is believed to be a taper ii. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."